Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Additional information received reported that the battery depletion was considered not normal. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the neurostimulator model 37702 serial (B)(4) found no significant anomaly. The ins battery was at normal end-of-life. Telemetry and output were ok. Depending on which of the patient's programs were active, the longevity estimate varied from 0.42 months to elective-replacement-indicator (eri) and end-of-service (eos) at 3.42 months to 5.29 months to eri and eos at 8.29 months.

Manufacturer narrative:
Programmer: model 37743, (B)(4), accessory: model 37092, lot# 287970001, lead: model 39565-65, (B)(4), implanted: 2011 (B)(6), explanted: na.

Event description:
Additional information received from the hcp reported that the patient was doing well post-op. It was noted that signs and symptoms of the event included increased pain not relieved by stimulator programming. The patient did not require hospitalization, and was reported to have had a non-serious injury / illness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not adjust stimulation. The display showed a "call your doctor" icon. The patient reported an "MRI" message on the patient programmer. Additional information received reported that the patient had her implantable neurostimulator explanted, as it had an elective replacement indicator message. Following the explant the patient was getting adequate stimulation.